Event description:
New information received indicated the right ventricular lead was capped and replaced on (B)(6) 2021 without issue. A chest x-ray was completed which revealed the lead did not have any physical damage. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had an increase in capture threshold and high pacing impedance. Programming changes were completed to get more alerts and the patient will continue to be monitored. The patient was stable.